Event description:
Philips received a complaint on the v60 ventilator reporting a co2 resetting error message. The system was in clinical use; there was no reported harm to patient/user. A philips remote service engineer (rse) reported the customer biomed confirmed diagnostic code 1203 appeared in the significant event log with a displayed alarm message: low leak-co2 rebreathing risk. The rse advised per the service manual and possible part replacement of an air/o2 flow sensor assembly. The device was removed from service until repair could be completed. The investigation is ongoing.

Manufacturer narrative:
To resolve the issue flow sensor assembly was replaced. The system was confirmed to be working as per specification post this action. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.